Event description:
The pt was implanted with a left ventricular assist device. The clinician at the hospital reported that the pt replaced the system controller for some unk alarm. No alarm in the log file history was noted. However, all pump speed settings were set to zero for some unk reason. The system controller was replaced and the issue was resolved. The system controller was returned to the MFR for eval.

Manufacturer narrative:
The device was returned to the MFR for eval and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.